Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 metal back of the reload separated from the reload when the scrub attempted to remove the reload from the device. The cartridge was removed and the metal piece remained lodged in the device. There was no consequence to the pt.